Manufacturer narrative:
(B)(4). Date sent: 04/27/2023. D4: batch # 778a68. Additional information received: a different batch was being used at the hospital following the leak. The hospital has switched to the manual circular. It was confirmed by the sales team that the 15 seconds pre-compression is done with retightening after. During the initial procedure, everything is fine. The staple line is fine, and donuts are fine. A leak test is also done, and no issues noted. Purse string is done using the ¿metal ethicon one and not the plastic.¿ the sales rep was not in the case for the device that was returned. To end, prior to the hospital transitioning to ethicon powered, they were using the manual ¿a¿ devices. The following were provided, packaging lot # x94z26 and batch # 778a68. The following was shared from the colorectal surgeon and colorectal fellow group. The case was elective. There was no immediate problem in case. This case went well. We have fired these staplers¿ multiple times, so we are very familiar. The leak was found intra-operatively. This was a straightforward case. There was some difficulty in closing the device, but I was able to reach the firing range. I close, I wait 20 seconds and tighten again. There were no problems in firing, but the suture was not cut off and it remained there. Two clicks were done to remove. The distal donut was not complete. The leak test was immediately positive. Investigation summary: the product was returned to ethicon cincinnati for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device had an open battery weld seam. Also, bodily fluid was seen on the distal and proximal end of the device. The separation was minimal once the test battery was inserted. There was no functional impact on the insertion or removal of the battery. There were no unformed staples within the guide deck. However, six fully formed staples were still located on the guide's face. The returned anvil contained the breakaway washer used in the procedure. The breakaway washer was found to be fully cut with indents/damage seen on a portion of the outer washer. The guide face contained indentations from staple legs. These indentations were seen around approximately 180 degrees of the guide deck face. The six staples that were returned stuck in the guide face were removed and the device was partially fired to inspect the drivers and knife. The driver and knife were found to be in good condition; however, two small nicks were noticed on the knife. The device was prepared for test firing; the breakaway washer was removed from the returned anvil and a new washer was loaded, staples were reloaded, and a test skin was added. The device was fired with no incident; however, the test skin was found to be stuck to the guide face and required minimal force to pull the test skin away from the guide face. The breakaway washer and staple form were analyzed post-test firing. The breakaway washer was found to be concentrically cut and cut completely, however, a rough portion was observed. All staples had been fired into the test skin and the staples were fully formed. In order to determine the returned anvil involvement, the device was prepared again with a test anvil, staples reloaded, and test skin added. The device fired with no incident; however, the test skin was still slightly stuck to the guide face. Therefore, we can conclude the returned anvil did not contribute to the issue identified as the same results were found with the returned anvil and the test anvil. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the damage seen, the difficult to close, incomplete staple line, and leak intervention issues reported were confirmed. A manufacturing record evaluation was performed for the finished device batch number 778a68, and no non-conformances were identified.

Event description:
It was reported that during the operation, surgeon used the device for the anastomosis. Both donuts completed but during leak test, showed positive air leak and staple line give away. Surgeon commented that the suture didn't been cut. I noticed that some staple formed and still remained in staple housing. Surgery been converted to hartman¿s procedure due to the anastomosis leak. Procedure: anterior resection.

Manufacturer narrative:
(B)(4). Batch #: unknown. Health effect ¿ clinical code = gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number x9560j, and no non-conformances were identified. Additional information received: surgeon claimed that he heard 2 time crunch sound, which he initiated the firing and the knife went upward and crunch, after a while, he heard another crunch sound, with green checked mark lit up. During the closing time, he closed till finger tight and the orange indicator in lower b. He waited for 15 sec pre-compression and turned it one more time, but he felt that the turning is not that smooth as what he usually did. Patient diagnosed upper-mid rectum ca. This is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device from the pockets area and a piece of tissue can be see on it with some staples. The staples appears to be properly formed. Based on the photo reviewed the event described of "leak intervention and incomplete staple line" are confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. This is an analysis of four photos submitted to ethicon endo surgery for evaluation. During the visual analysis of additional photos received, the following was observed: the photos show a device from the guide face area with a piece of tissue stuck in the guide face, also some staples can be seen in b-formed. In addition, some nicks could be observed on the surface of the guide face. Please note the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, leakage from the staple line, and/or difficulty removing the device. Based on the photo reviewed the event described as "leak intervention and incomplete staple line" is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Additional information was requested, and the following was received: 1. Did the patient receive any preoperative chemotherapy or radiation? Ans: patient received pre-op chemo. 2. What healthcare professional fired the device and what is his/her experience with the device? Ans: colorectal fellow and familiar with the product. 3. Were there any issues with device use/firing? Ans: hcp informed that he during the closing time, he felt the knob was tough to turn and heard 2 times crunch sounds after firing. 4. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Ans: 2 full revolutions. 5. Was there any difficulty removing the device? Ans: no. 6. Was a complete transection of the white breakaway washer visually confirmed? Ans: sales rep noticed the both inner ring and outer ring washer remained in anvil. 7. Were there any issues noted with staple formation? If so, please describe the shape and location. Ans: anterior part of staple gave way. 8. Was the staple line visualized endoscopically during the initial surgical procedure? Ans: not visualized endoscopically or through colonoscopy, just by direct visualization as is open surgery. 9. What was observed at the site of the leak? Ans: anterior staple line was not complete and air bubbles from leak site when did air leak test. 10. Is the ostomy temporary or permanent? Ans: still undecided if patient will undergo reversal of hartmann's procedure. 11. What is the current patient status? Ans: patient is doing ok and has been discharged. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 04/10/2023.